Event description:
It was reported the patient's blood glucose level rose to 17 mmol/l (306 mg/dl) while wearing the pod between 25 and 36 hours. The pod reportedly was coming loose from the infusion site (abdomen), causing the cannula to dislodge and was leaking around. As treatment, a new pod had already been placed and activated

Manufacturer narrative:
The device has been returned; however, the investigation has not yet been completed. A supplemental report will be submitted once the investigation is complete. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown.omnipod software app version: 3.1.6.operating system: n5004l-am-q-mv01602-06-01.06.hardware: n5004l.cgm sensor type: l2+.please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.